Manufacturer narrative:
(B)(4): eval: results: (gi bleed).

Event description:
A 3.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox lad of a pt with no issue reported. However, it was reported that approximately 2 months post implant, presented with symptoms of gi bleeding. The pt was on dual antiplatelet therapy when the event occurred. The pt was hospitalized and medication was administered. No other clinical sequelae were reported.